Manufacturer narrative:
The hill-rom technician found the bed exit tape switch needed to be replaced due to normal wear and tear. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in july 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit tape switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit was not alarming. The bed was located on the first floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).